Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and one remaining test strip were provided for investigation where they were tested using retention test strips and retention controls. The single returned customer test strip was tested with one retention control. Three retention strips were tested using a different retention control with the returned customer meter. Testing results for customer test strip (qc range = 2.5 - 3.9inr): qc 1 = 2.7 inr testing results for retention test strips (qc range = 4.1 - 6.8): qc1 = 5.6 inr. Qc2 = 5.6 inr. Qc3 = 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 2%.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 3:20 p.m., a sample from this patient was tested using the meter, resulting with a value of 1.5 inr. The patient did not believe the value to be correct. At 3:23 p.m., the patient collected a sample from a different finger and tested it using the meter, resulting with a value of 2.1 inr. The patient believes this value should be correct. The patient stated that her doctor believed that both results may have been incorrect. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.